Manufacturer narrative:
Tandem's user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). (B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Additionally, the usb port was damaged and auto-off alarms had occurred. Reportedly, the customer indicated that the auto-off alarms were valid as the pump had not been interacted with at the time of the alarms. The customer declined follow up contact from cts regarding the issues, and no further information was provided.